Manufacturer narrative:
The provided x-rays were reviewed by a clinical consult who concluded that the cup malposition in deep medialized position with virtually absent anteversion has caused an overload condition in the proximal stem section with gross stem loosening and trunnion corrosion as secondary adverse effects requiring revision.

Event description:
The stem had loosened. We removed the stem and the went back with conical rest mod and mdm w/ ceramic head.